Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported an impella 5.5 was attempted to be implanted due to the patient having chronic coronary artery disease. The implant was aborted due to the physician being unable to pass through the patient's anatomy. The implant was aborted and an impella cp was placed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The root cause of the delivery issue was most likely due to patient condition since pump met resistance at the subclavian artery and was hence aborted due to patient anatomy.